Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis, as it was reported to have been discarded at the site, therefore, we are unable to concluded the root cause of this event.

Event description:
Medtronic received report that during a right internal carotid artery (ica) stroke case, the balloon ruptured while in the treating vessel. The balloon guide catheter was removed & replaced. There was no patient injury. The anatomy was normal. The device was discarded at the site.

Manufacturer narrative:
The balloon guide catheter was returned for analysis. No issues were found with the main lumen or balloon lumen hubs. The balloon inflation port was found to be detached and was not returned. The balloon guide catheter body was found to be kinked near the distal tip. An unsuccessful attempt was made to inflate the balloon as it was found to be leaking at the proximal marker band. Upon examination, a defect (tear) in the silicone tubing was found at the location of the leak. No other anomalies were observed. Based on the device analysis and reported information, the report of balloon rupture during procedure was confirmed. It is recommended that a midikit's introducer sheath be used with this device. If the user uses an introducer sheath which was not manufactured by midikit, and the ostium of valve was tighter, it may cause damages when intubating. Other possible cause of damage is over-intubation of the sheath which may cause occlusion of inner tube. If the device encounters calcification, when the catheter is advanced it may rupture the balloon. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the balloon instructions for use (IFU): recommended procedure - "after ensuring that the balloon is fully deflated, wet the distal shaft with saline and insert the balloon portion of the catheter into the inserter. Gently insert the tip of the guidewire and the inserter/guide catheter assembly through the proximal valve of the introducer sheath. During insertion of the catheter, when the balloon passes the sheath inducer, pull back the inserter only and peel it away from the catheter." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received; however, the evaluation has not been completed. A supplemental report will be submitted with the results of the evaluation once it has been completed. If information is provided in the future, a supplemental report will be issued.